Event description:
It was reported that this patient recently received a third inappropriate shock for atrial tachycardia from this cardiac resynchronization therapy defibrillator (crt-d). The physician contacted boston scientific technical services (ts) for review and potential programming recommendations. Ts confirmed that the most recent shock was delivered due to an atrial tachycardia with a rapid ventricular response. Additionally, there were four additional episodes of atrial tachycardia with 1:1 ventricular conduction that resulted in inappropriate anti-tachycardia pacing (atp) and shock delivery. The rhythmid feature was confirmed to be enabled, however the match score decreased to 89% during these events, which allowed therapy to be delivered. Ts mentioned potentially programming on the atrial tachycardia discrimination feature to potentially delay therapy delivery during similar events. The event was likely related to the patient's condition, as a review of remote trend data confirmed the patient's thoracic impedance had decreased, and their nightly heart rate had increased - which is consistent with sustained episodes of atrial tachycardia. Ts provided further potential programming options to prevent further inappropriate therapies. It was mentioned that the physician is considering an atrial-ventricular node ablation procedure to better control the patient's atrial arrhythmias. At this time, the crt-d remains implanted and in-service. No additional adverse patient effects were reported.